Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: device code a0414 captures the reportable event of stent torn material. Device code a040601 captures the reportable event of stent buckled material.

Event description:
It was reported that a polaris ultra ureteral stent was used in a procedure. During the procedure and inside the patient, when the physician inserted the stent through the guidewire, it unfolds and the cover was lost, tangling the stent and damaging it. The procedure was completed with another device and there were no patient complications reported.